Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a routine antegrade femoral nail procedure, drill bit broke during the case. It snapped at the junction of where it was inserted into the chuck for the drill. There were sharp edges on the drill bit and the item was discarded. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.